Manufacturer narrative:
(B)(4). Brief description of complaint: about three quarters the way through the procedure, the surgeon was debulking a large tumor and the tip of the corecath device bent and could no longer be used. The device tip is still attached. Investigation conclusion: the reported issue was confirmed. The electrode is no longer intact, there is excessive electrode and plastic tip deformation during application, the electrode has minimal support from the housing, and the plastic tip has minimal support from the pebax tubing, which fails to meet the acceptable damage requirements. The device has tissue and coagulum buildup inside the catheter tubing. When this occurs, the rf energy path may be altered such that the energy is directed to the tissue on the electrode, rather than to the patient; it is probable some components, in this instance, the heat shield will become compromised and may degrade. However, the cause of the damage could not be fully determined based upon visual inspection. If information is provided in the future, a supplemental report will be issued.

Event description:
Failure found during analysis: the monopolar electrode cage on the corecath device was completely broken and detached from the electrode legs when the device was returned for analysis. It is unknown if the detachment occurred during transit or at the customer site. Failure found during analysis; therefore, patient information is not applicable.